Event description:
Customer reports "patient after esophageal resection, now with tracheoesophageal fistula. After 5 days of sonographic detection of a catheter-resistant thrombus without lumen congestion. Thrombosis prophylaxis was performed with 5000 iu dalteparin. We performed the sonography as part of an active screening for zvk-associated thrombosis. It's not symptomatic thrombosis.".the patient's condition was reported to be "good".

Manufacturer narrative:
Continuation of d11: , parenteral nutrition. Qn# (B)(4). The customer returned one cvc catheter for evaluation. Visual examination revealed obvious signs of use in the form of biological material on the catheter body. There was a significant buildup of biological material in the distal lumen. A small cut was observed on the catheter body which appears to be unrelated to the customer reported issue. The total length of the catheter body measured to be 223 mm which is within specifications of 207mm - 227 mm per product drawing. The catheter body outer diameter measured 2.92 mm which is within the specification of 2.87 mm-2.97 mm per catheter body product drawing. The IFU provided with this kit states "flush each lumen of catheter with sterile saline solution, to establish patency and prime lumen(s)." The returned catheter was flushed using a water filled lab inventory syringe. No blockages or leaks were detected in the white proximal lumen and the blue medial lumen. When the gray medial line was flushed, the catheter leaked from a cut in the catheter body. When the distal lumen was flushed, slight resistance was encountered as biological material exited the lumen. Once the lumen had been cleared of biological material, the catheter flushed as expected. Clinical and medical affairs were consulted in regards to the customer supplied ultrasound photos. They indicated that the customer reported thrombosis could not be definitively confirmed based on the ultrasound photos provided. A device history record review was performed on the catheter with no relevant findings identified. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "practitioners must be aware of complications associated with central vein catheters including but not limited to: cardiac tamponade secondary to vessel wall, atrial or ventricular perforation, pleural (i.e., pneumothorax) and mediastinal injuries, air embolism, catheter embolism, catheter occlusion, thoracic duct laceration, bacteremia, septicemia, thrombosis, inadvertent arterial puncture, nerve damage, hematoma, hemorrhage, and dysrhythmias." "Clinical assessment of patient must be completed to ensure no contraindications exist e.g. Allergies. This device is not recommended for use in the presence of device related infections or previous/current thrombosis" "flush each lumen of catheter with sterile saline solution, to establish patency and prime lumen(s)." The customer report of a catheter thrombosis could not be confirmed by visual examination of the customer supplied photos by clinical and medical affairs. The returned sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Additional clarification was received from the customer and it appears that the customer did not confirm a defect with the teleflex cvc catheter but reported the complaint solely due to the occurrence of a thrombosis. Additionally, it appears the customer's comments are related to a competitor's device. The customer stated "none of the 3 arrow/teleflex catheters reported cause one symptomatic thrombosis." Based on evaluation of the customer supplied photos and the comments from the customer, the probable root cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Concomitant medical products: parenteral nutrition (B)(4).

Event description:
Customer reports "patient after esophageal resection, now with tracheoesophageal fistula. After 5 days of sonographic detection of a catheter-resistant thrombus without lumen congestion. Thrombosis prophylaxis was performed with 5000 iu dalteparin. We performed the sonography as part of an active screening for zvk-associated thrombosis. It's not symptomatic thrombosis." The patient's condition was reported to be "good".